Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient had 3 resolute integrity drug eluting stents implanted overlapping in the lad. The cec adjudicated that the patient suffered a mdt defined and arc mi the following day. The mi was indicated as being in the territory of the target vessel.